Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A retained sample from the different lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H6: updated (event removed) the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
As initially reported by consumer stating that she burned their right eye even after using the contact lens care solution as per the instructions of the product. Consumer also hurt her right eye, tearing and experienced red eyes for two days due to non-neutralization of contact lens care solution even though lenses were kept in contact lens care solution for ten hours for neutralization. Later during the follow consumer provided further information stating that her right eye does not hurt any more but has blurry vision in the middle of the eye due the previous burn that happened from the contact lens care solution. Consumer again during the other follow up provided the information that there was scarring that is present in her right eye which obstructs her vision. Consumer has scheduled appointment with an eye specialist for the symptoms. The current eye status is symptoms continuing at the time of this report. Additional information cannot be obtained as the consumer does not want to be contacted again.